Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed which is likely due to corrosion on plug unit, e216(scope communication error) occurs (no image). Based on the results of the investigation, the likely probable cause of the complaint was cause to component failure indicating expected or random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the image disappeared, became snowy, error e216 and error b30. The issue occurred during a therapeutic bronchoscopy procedure. The procedure was completed on a similar device. There were no reports of patient harm.